Event description:
The intra aortic balloon was inserted into the pt on 4/22/98 at 12:15 pm. On 4/23/98, the iab leaked and the iab was removed. A second intra aortic balloon was inserted into the pt. The intra aortic balloon was not returned to datascope for eval. (Event complications: unk-reported 6/24/98.) (Pt's current status: discharged-rpt'd 6/24/98.)